Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and had an insulation breach. The ra lead was explanted and is scheduled to be replaced in the future. No patient complications have been reported as a result of this event.